Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-41, lot# va01sjj, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was unable to turn stimulation down with the buttons. The patient was experiencing a hard, painful vibration sensation instead of stimulation. The issue occurred the night prior to call, a week prior to call, and before that too. While on the call, the patient was able to sync and see that stimulation was on and at 4.6 v. It was not clear what the patient wanted to do once they were connected. There were no falls or traumas associated with the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.